Event description:
As reported by the edwards territory manager, during a transfemoral tavr case the delivery system balloon ruptured, there was difficulty withdrawing the delivery system through the sheath. Excessive force was used to withdraw the delivery system and the delivery system¿s nose tip separated. Per report, this patient was a valve in valve case; there was a pre-existing medtronic freestyle 21mm root stentless valve. The physicians decided on a 23mm sapien valve. During deployment of the 23mm sapien, the balloon ruptured when the valve was about 80% deployed. The sapien thv stayed put in the annulus of the freestyle valve and they attempted to retract the delivery system thru the sheath. The tip of the rf3 delivery catheter would not retract into the sheath and with the force of the implanting physician trying to pull it through, the nose cone fractured from the wire lumen and remained at the tip of the 22 fr sheath while the rest of the delivery system came out. They attempted to pull the remaining tip out with the sheath, but it would not come below the femoral artery. Multiple attempts were made to gain purchase on the nose cone thru the tissue tract (percutaneous access) with hemostats and long needle nose surgical clamps but all attempts were unsuccessful. The CT surgeon then cut down on the tissue tract and vessel, gained direct access to the nose cone and pulled it out. They then checked gradients and measured a 22mmhg gradient. They then decided that the valve had not fully expanded and they wanted to expand it with a 23mm edwards bav balloon. They did that successfully with an appreciated waist or extra expansion of the valve with the gradient reduced to 9mmhg via echo. The patient was closed successfully and is doing well post op.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The device was returned to edwards for evaluation. Visual inspection of the complaint device revealed the following: the balloon burst longitudinally and translated radially. The distal portion of the balloon and nosecone was completely separated from the delivery system . The guidewire lumen had separated proximal of the nosecone. The guidewire lumen was observed to be severely stretched. No scratches observed on the balloon and no visual abnormalities (i.e. Gel spots, fish eyes) were identified on the balloon under magnification. The wall thickness measurement of the returned balloon could not be obtained due to excessive wrinkles on the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The training manual states that ¿if the inflation balloon leaks or bursts, without thv embolization, do not use excessive force when removing balloon and maintain guidewire position.¿ in this case, the complaint was confirmed for balloon burst and separation, no manufacturing non-conformances were identified. Evaluation of the returned device suggests protruding balloon material from the balloon burst caused increased difficulty removing (withdrawing) the delivery system leading to damage to the balloon and guidewire lumen. This ultimately caused the nosecone component/distal portion of the balloon to separate from the delivery system. In this case, the device was inflated within a pre-existing medtronic valve. Therefore, it is possible that flares of the pre-existing valve contributed to the balloon burst. During manufacturing, the balloon and delivery system undergo multiple inspections and tests in order to prevent these type of events from occurring. As such, it is unlikely that a manufacturing non-conformance on the balloon could have caused the rupture. After a balloon burst, the balloon material may protrude and result in difficulty removing the device from the patient. If excessive force is used during withdrawal, it is possible for the inner guidewire lumen to stretch/separate and for the longitudinal balloon tear to translate into a radial tear and separate into two pieces. The device training manual provides procedural considerations in case of a balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Since no manufacturing non-conformances were identified in the product evaluation, no preventative or corrective actions are required.

Manufacturer narrative:
The device was returned to edwards for evaluation. During the preliminary evaluation of the device, the balloon burst was confirmed as there was a longitudinal tear propagating into a spiraled radial tear. Half of the balloon and nose cone were separated. There was a severely stretched guidewire lumen. Investigation of this event is ongoing.